Event description:
It was reported that the patient was feeling stimulation and tingling even if the stimulation was turned off. The patient underwent a revision procedure wherein the ipg was replaced, and the pocket site was relocated. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.